Event description:
The right implant has reportedly slipped down. Movement was first documented on the (B)(6) 2019. The coil touched the processor and therefore the user could only use the single unit processor. However, also that touched the pinna and got pushed off. Therefore, the user had to use the sonnet with it overlapping the coil. The user had the device re-positioned on (B)(6) 2020. The device remains implanted.